Event description:
It was reported that this pacemaker felt into safety mode. Technical services (ts) was consulted and recommended changed out. The device was later explanted and replaced. No adverse patient effects were reported.